Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon to treat a polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not initially separate from the catheter. The handle was closed and opened several times, and the clip was eventually released from the catheter. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.